Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that there was moisture present in the battery compartment. It was also reported that the keypad buttons were under responsive to user presses. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/03/2015 with the following findings: during a visual inspection of the keypad, no evidence of damage was noted. All of the buttons on the keypad were responsive. The keypad cover was removed and no contamination was found on the button contacts. The pump case was opened and there was moisture observed on the printed circuit board, force sensor, vibration motor and support bracket.